Manufacturer narrative:
Approximate age of device: 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a defective outflow graft was noticed in a heartmate 3 kit. The outflow graft purple connector would not screw onto the pump all the way. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned sealed outflow graft conduit, lot number 6904430, confirmed a manufacturing defect that would have contributed to the reported event. The sealed outflow graft and outflow graft bend relief were returned in like-new condition. The interior surfaces of the sealed outflow graft and graft attachment appeared unremarkable. The bend relief material was unremarkable. The screw ring revealed no evidence of damage or defects to the screw threads, and no tool marks were observed on the exterior. The outflow ptfe washer was present and properly seated within the screw ring. The graft attachment o-ring and c-ring were both free of damage and located in the correct grooves within the graft attachment. Upon examination of the interior edge of the outflow graft screw ring, it was noted that the l-shaped cutouts in the screw ring were not in the correct locations relative to the notches. The notches should be located "within" the l-shaped cutouts to allow the screw ring to flex slightly while screwing it onto the pump outflow. The location of the notches ("outside" of l-shaped cutouts) did not allow the screw ring to flex and screw into the anti-rotation bumps on the pump cover. An attempt was made to screw the returned outflow graft onto a test hm3 pump. The screw ring would not fully engage onto the pump cover. The reported event was able to be reproduced. As a result of this finding, a voluntary manufacturing analysis was performed. Abbott notified the supplier of the defect in the screw ring. The supplier has issued an external correction action request (ecar) that will and implement additional controls. Additionally, abbott will update the screw ring receiving inspection document (qap 1008530) to include a visual inspection for the correct location of the cutouts in respect to the notches. The hm3 lvas IFU contains steps for attaching the sealed outflow graft to the pump and warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.